Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell modules, likely attributed to mishandling such as a drop or a defective component. During visual inspection, unrelated to the reported complaint, the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform was manufactured in 2016 and is 5 years old. The clutch plate needs to be deburred to address the observed problem. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large); thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. A load cell characterization test was performed and confirmed both load cell modules as defective, and the load cells needs to be replaced to remedy the error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.